Event description:
In 2009, a female patient underwent a free flap breast reconstruction procedure. The physician implanted a 2.5mm coupler during the procedure. During implant there were no issues with the pins of the coupler or approximation, as the rings came together smoothly and a hemostat was used to gently squeeze the rings together. It was noted that the patient had a "thick-walled vein." No issues were noted during the procedure. In the next day, at approximately 1:00am the physician took the patient back to or for reintervention due to lack of external doppler signal and increased output from an unspecified size jackson pratt drain. During surgery it was noted that the coupler had come apart, a section of the vein folded back on a pin and the rings were no longer connected. The physician was unable to repair the vein and the flap was lost. No further intervention was performed. The physician said that the patient possibly put a lot of stress on the vein by straining to sit up in bed putting tension on the anastomosis. At about 2 days later, the patient was in stable condition and expected to go home.

Manufacturer narrative:
No product ws returned for evaluation. According to the device history record, the devices met specification prior to market release. 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.